Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with a heart rate at the maximum sensor rate of 130 beats per minute (bpm). It was reported that the patient underwent occupational therapy earlier in the day. It was reported that when minute ventilation (mv) and the accelerometer were programmed off, the rate dropped down to 60bpm. When the accelerometer was programmed back on, no changes in heart rate were observed, however, when mv was programmed back on, the rate increased back to 130bpm. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi). Mv was then programmed back off and the patient was admitted to the hospital.

Manufacturer narrative:
A device follow up was scheduled for the following day. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the patient was monitored over night in the hospital. The duration of pacing at the maximum sensor rate was unable to be determined. Mv was left programmed off and will be further evaluated during a future routine in-clinic follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.